Event description:
It was reported that the pt went in for regular refill, and the hcp noted that the pt had a large swelling around the pump pocket. The hcp also aspirated more than expected from the reservoir (no expected or actual reservoir volumes were reported). The pump was stopped and the pt was referred to the neurosurgeon who implanted the pump. No pt symptoms were reported. The pt returned to the clinic two weeks later and the pump was alarming due to it being stopped for more than 48 hrs. The pt later underwent surgery. During surgery, the surgeon found that the pump was connected to the catheter. The hcp disconnected the catheter and was able to aspirate, so he felt that the catheter was functioning properly. The catheter was reconnected. The hcp made the pocket smaller and drained the fluid from the pocket. The event was ongoing. The pt outcome was not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received. The drug contained in the pt's pump was not reported.